Manufacturer narrative:
(B)(4). H6: health effect - impact code - correction to add codes based off of the b5 narrative. H6: health effect - impact code - f1004 underdose.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5099574-2 diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the cgm was sending inaccurate readings to her tandem t:slim x2 insulin pump. This resulted in the pump suspending insulin delivery. She stated that when the pump alarmed [presumably for a low glucose], she knew her glucose level was actually high as she had symptoms of dry mouth and thirst. She verified with a glucose meter. At 7:12 am the cgm was reading 66 mg/dl and the bg was 162 mg/dl. She calibrated twice, 15 minutes apart. For about 15 minutes after the latter calibration, the cgm came back in line with the meter. Then at 7:47 am a sensor failure alarm alerted. By 8:16 am the bg was 250 mg/dl due to the pump being suspended by the false low cgm value. By 10:23 am her bg had risen to 332 mg/dl and she was starting to show symptoms of diabetic ketoacidosis with ketones in her urine at a rate of 30 mg/dl. She inserted a new sensor and her bg remained in the 330 mg/dl range. She took the insulin pump of out control iq so the cgm would not be controlling it, but over a course of hours her symptoms of diabetic ketoacidosis (dka) were rapidly getting worse. Her glucose continued to rise, peaking at 362 mg/dl and ketones rose to 40 mg/dl. She was disoriented, nearly losing consciousness, and unable to call for help due to her condition. She stated that her dosing of insulin began to bring her glucose down and she was able to become aware of what was going on. It took until after 7:00 pm for her glucose to go back into normal range and negative ketones. There was no report of any medical intervention. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and d zone of the parkes error grid. No additional patient or event information is available.